Manufacturer narrative:
Review of the most recent repair record determined the device was alarming for reservoir leakage; terminal cable was frayed. The cable ties and terminal crimps were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported after calibration the device alerted for reservoir leakage. No leakage or spontaneous deflation had occurred and no harm or delay were noted. Upon evaluation it was noted that the terminal cable was frayed. No other adverse events were reported as it relates to this event.